Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 222 mg/dl (meter) and 86 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.